Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the customer's device was received with multifunction cable (mfc). No electrode pads or the CPR adapter were returned. The device passed functional testing with the customer's mfc, including stress and bench testing. The customer was contacted and confirmed that the event took place on (B)(6) 2026. The corresponding log was reviewed and suggests poor coupling with the patient was a factor. The device was recertified and returned to the customer. No emerging trend based on similar reports.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.